Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer used this device for a patient without reprocessing the endoscope's auxiliary water channel. The purpose of the usage was a colonoscopy to diagnose the sigmoid. The customer didn't reprocess the auxiliary water channel of the scope before the procedure because they didn't use the water supply function in the previous procedure. The patient in the previous procedure will be blood-tested for hepatitis b and c. If the patient tests positive, the hospital will reach out to the other patient. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility, there was the possibility that this phenomenon was attributed to the insufficient reprocessing of the subject device by the user.